Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e226 scope communication error. A root cause could not be identified. Based on the results of the investigation, it is likely that damage to the charged-coupled device (ccd) unit caused the e226 scope communication error and no image displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope, after being processed with the endothermo disinfector double (washer/disinfector) displayed no picture. The issue occurred during inspection for use. There were no reports of patient involvement.